Event description:
Report of intravenous access site infiltration while the device was in use. The pump reportedly did alarm occlusion during the time frame of the event. The infiltration reportedly caused "an extended hosp stay." The only residual effect reported was "a one centimeter mark" to the child's left foot/leg area. The child reportedly has a history of "multiple medical problems including developmental delay and inability to communicate and was not able to alert personnel to pain or a problem at the intravenous site." The site was evaluated by a plastic surgery consult, however, no procedures were performed. The user facility has reportedly rec'd a letter from an attorney regarding this issue. Risk manager states that hosp personnel are aware that infusion pumps cannot detect an infiltration and do not feel the event was due to any pump malfunction. No additional info was available.